Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with pentaray nav catheter. After finishing the procedure, the pentaray nav catheter was removed from the body and the physician noticed that the catheter was not flushed. The device evaluation was completed on 19-jan-2026. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 09-jan-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with pentaray nav catheter. After finishing the procedure, the pentaray nav catheter was removed from the body and the physician noticed that the catheter was not flushed. He then tried to flush it outside the body manually with a syringe but it could not be flushed even with high pressure. The nurses said that the catheter was definitely flushed when it was inserted into the patient. The procedure was finished without any problems as it is not clear since when the catheter was not flushed. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 29-jan-2026. The suspected device for the reported flow / irrigation issue was the catheter. The pentaray catheter was flushed with pressure flushing. No steps taken to resolve the irrigation issue as it was only noticed after finishing the procedure. The generator was not involved in this issue, as the affected catheter was a pentaray that is not being flushed by the generator or pump. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).